Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event.

Event description:
Customer reported leadcare ii analyzer will not power on. Customer tried multiple outlets and powering on with batteries only but was unsuccessful. Customer reported metal on bottom was warm to touch. No burns or injuries were reported. Customer was using the leadcare ac adapter. Leadcare ii analyzer was returned to manufacturer for evaluation. Although the analyzer did not become hot enough to harm the user, overheating could potentially cause harm with a sufficient increase in temperature. This complaint is being reported in an abundance of caution.